Event description:
It was reported that the patient ipg pocket site was painful and a yellow bruising was noted. During the procedure, the physician noticed an infection upon opening the pocket and immediately cleaned it. The physician cancelled the pocket revision procedure.